Event description:
It was reported that the patient had to turn the stimulator up more than usual to get relief. The patient was reprogrammed and high lead impedances were noted during the session. It was also reported that the patients lead was fractured.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient had to turn the stimulator up more than usual to get relief. The patient was reprogrammed and high lead impedances were noted during the session. It was also reported that the patients lead was fractured. Additional information was received that the patient underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted lead was not returned to bsn.